Event description:
It was reported that a pump keypad has inoperable #5, #6, #7, #8, and #9 keys. There was no reported pt injury.

Manufacturer narrative:
(B)(4). The device was returned and evaluated by baxter. The device eval confirmed the #5, #6, #7, #8, and #9 keys were inoperable caused by a failed keypad. It was observed that when any remaining functional keys are selected, an automatic output of the #6 key will occur following the selected key's function (e.g. When the #1 key is pressed, 16 will be displayed, and when in alphabetic mode, ap will be displayed interfering with the mdl drug search). The keypad will be replaced. Baxter has initiated a CAPA to further investigate this issue.